Event description:
Additional information received from the manufacturer representative reported that they didn¿t believe that the manufacturer representative said that the blood was in the lead when the lead came out of the package. The out of box failure would be that the lead was damaged and the manifestation of that damage was that blood was able to enter the lumen of the lead. It would likely have been that the manufacturer representative was at a procedure and they had a new lead that failed out of box or they were implanting a brand new lead that was defective. Those were things they would have considered an allegation of an out of box failure.

Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that there was blood in the lumen of the lead near the electrodes and tines. The damage was discovered during the procedure or it was an alleged out of the box issue. The manufacturer representative tried to clean the blood by running water through the lead. The lead was replaced and the failed one would be returned for analysis. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information received from the manufacturer representative reported that they would be sending in the lead on (B)(6) 2016.